Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and lyumjev brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.